Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the implantable cardiac defibrillator exhibited post-paced t-wave oversensing. The patient did not receive therapy due to oversensing. The device was reprogrammed.

Event description:
New information indicated that on (B)(6) 2017 the device continued to exhibit non-sustained right ventricular oversensing due to post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. The oversensing was noted on the stored electrogram. Programming changes were discussed and no intervention was performed.